Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient indicated that their device was no longer functioning. The hcp noted that the patient did not bring their recharger with them and they lived an hour away. No symptoms were reported. No further complications were reported/anticipated.